Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the customer was planning to perform coronary angiography, before the procedure, customer found that c-arm and the table could not move. The procedure was stopped and arranged on another date. The philips field service engineer (fse) inspected the system onsite and confirmed that some geometry movements were not available. Fse checked device logs onsite and found dcps of r-cabinet had no output. To resolve this issue the fse replaced the pd.scomp.dcps_24v_12v_5v. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a coronary angiography, the c-arm and the table would not move. The system was restarted without resolve. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the customer was planning to perform coronary angiography, before the procedure, customer found that c-arm and the table could not move. The procedure was stopped and arranged on another date. The philips field service engineer (fse) inspected the system onsite and confirmed that some geometry movements were not available. Fse checked device logs onsite and found dcps of r-cabinet had no output. To resolve this issue the fse replaced the pd.scomp.dcps_24v_12v_5v. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date, reporting address line 1 and the reporting address city have been updated.